Event description:
It was reported patient underwent knee arthroplasty on unknown date. Subsequently, patient was revised on (B)(6) 2012 due to aseptic loosening.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; manufacture date - unknown. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.